Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-sensed t-wave oversensing (pstwos) on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient symptoms reported.